Manufacturer narrative:
(B)(4).

Event description:
It was reported that one month post implant, the right ventricular lead exhibited high capture thresholds and a decrease in impedance. The lead was explanted and replaced on 10/15/2015. The patient was in stable condition during and post procedure.

Manufacturer narrative:
(B)(4)

Event description:
New information indicated that micro dislodgement was suspected via a chest x-ray.